Event description:
Additional information received from the consumer reported that they received instructions from a manufacturer representative to resolve the poor coupling and inability to charge. The patient stated that the poor coupling and inability to charge were resolved with trial and error; the patient was able to charge and feel stimulation again.

Event description:
Additional information was received from the patient on (B)(6) 2015 stating that they had followed instructions to continue to charge with the recharger, and they eventually succeeded with charging. The recharge coupling and inability to charge issues had resolved, and they were able to charge the ins and feel stimulation again.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37791, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they had poor coupling and a reposition antenna screen and poor coupling screen were seen. Repositioning the antenna did not resolve the issue and no pocket issues were reported. The patient stated that she last felt stimulation the night before the report and that the day of the report she tried to turn stimulation on but it was not working. The patient tried to charge and got 2-4 coupling boxes filled in. The recharger antenna was damaged. A replacement was sent. Further information stated that the patient was still not feeling stimulation. The recharger was still showing the reposition antenna screen. The patient programmer was used and showed poor communication screen. The patient stated that the last time she charged was on (B)(6). The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.